Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, abbott point of care was contacted by a distributor repair center (drc) who reported that, on (B)(6) 2011, an I-stat 1 fuso analyzer would not activate. The analyzer was uncased by the drc on (B)(6) 2011 and a burnt capacitor was found. Based on the info available at the time, there were no injuries associated with this event.